Event description:
A nurse reported that during cataract surgery, aspiration flow during cortex was weak in an ophthalmic system. One of the patients had remaining cortex material and would need to come back to theatre to have it removed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.